Event description:
Customer reported the insulin pump alarmed with unexpected restart. The customer stated the insulin pump was blank, and blood glucose was not transmitting to the pump. Customer removed the battery and put it back in and received empty reservoir and unexpected restart alarms. Customer's blood glucose was 171 mg/dl. She also received another alarm and the insulin pump was physically damaged. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.